Event description:
It was reported that an ilet insulin pump was dropped, resulting in a cracked display and a nonresponsive touchscreen, rendering the device nonfunctional and no longer watertight; a replacement device was provided while the user reverted to a backup pump. Symptoms included none, and blood glucose was reportedly not affected. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and logistical review for device return and replacement procedures. Investigation of this case revealed physical damage to the display component from accidental impact, consistent with device damage rather than a product malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.